Event description:
Information received indicates the pump does not stop pumping. The patient's mother stated she set the pump at 500 ml even though the bag had only 460 ml in it with the first feeding. Four feedings a day are provided. She said the pump did indeed stop after 500 ml but the 40 ml of air was pumped into the patient's stomach. The patient also had a colonoscopy two days prior and he had been having bowel movements until that day. Mother continued to give the feedings the remainder of the day but had to bring her son to the hospital the next day with a diagnosis of "ileus." This diagnosis implies that the bowels have slowed down due to lack or peristaltic action. The mother said this happened twice in may as well as the second time the patient went to the hospital over night for IV fluids so his bowels can rest. She says this time the patient went to the hospital for the same thing and also overnight. She says the physician says it's a combination of the colonoscopy and the air in the bowels since he is very sensitive to air. The patient suffers from "short gut syndrome." The mother states he's fine now. She also states that the pump isn't as accurate after six months of operation.

Manufacturer narrative:
The pump was not returned for evaluation. The patient's mother was advised her to keep the sensors clean regularly, maintain the dose setting at the actual volume and feel free to test the volume accuracy when in question.